Event description:
Customer reported device =34 mg/dl. Lab=117 mg/dl. Treatment information was not provided. Test strip and control information was not available. A request was made for return product, however, replacement was declined.